Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient reported to the pacemaker clinic, with dyspnea symptom. The device interrogation revealed abnormal elevated threshold and loss of capture of the rv lead. The rv lead was capped, abandoned and remains in the patient. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiovascular group (pan cvg) clinical study.